Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "indicators on the front panel were on" was caused by a cable and the printed circuit board were burned. Olympus will continue to monitor field performance for this device.

Event description:
Patient was not under anesthesia and no delay was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information about the event.

Event description:
This device was a loaner, and it was well functioning in the hospital. The fault was found when returned to the spare center.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the printed circuit board and three cables were burnt, resulting in all indicators on the front panel being on. The socket on the power supply unit was also dented and deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that all indicators on the front panel of the video system center were on. There were no reports of patient harm.